Event description:
It was reported that the pump did not detect the cartridge during the load step.

Manufacturer narrative:
The pump has been returned to animas. Investigation has not yet been completed. No conclusions can be made at this time.